Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that during the procedure, when connecting the proximal catheter segment to the distal catheter segment, the connector did not secure or click. For this reason, it was not possible for the two segments to remain fixed. The device was indicated as never having been implanted. The device was replaced. The customer refused return of the device as the product was already used and contaminated with patient fluid. There were no patient symptoms or complications associated with the event. The event did not lead to or extend patient hospitalization. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The patient was without injury regarding their status as of (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was noted that everything had come out of the catheter box and there was no known cause that may have led or contributed to the event.